Event description:
Selected protonix i.v. Vials from lot 14011a have a vial stopper defect that will not allow the user to activate the vial with a baxter mini-bag plus system. This defect could also cause coring, if a needle were used to dilute and obtain product. On the interior of the vial the stopper has a plastic film covering the opening of the stopper.